Event description:
It was reported that during retraction of the pta balloon catheter, the inner shaft broke and the distal segment of the balloon including the radiopaque marker detached in the pt, resulting in a vessel occlusion. The current status of the pt is unk.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.